Manufacturer narrative:
(B)(4). Batch # p94643. Date of event: date of event is 2018. Event day and event month was not reported. Investigation summary: the instrument was returned with the blade tip broken off and not returned. In addition, the tissue pad was received with no apparent damage and properly attached to the clamp arm. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device stop activating and to display an alert screen is blade damage. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how the blade broke off inside the tube. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the one of the branches of the device fell at the beginning of the procedure. It has been removed from the patient. There was no patient consequence.